Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for a report of leak was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Event description:
The caller contacted baxter's technical service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated he woke up to a wet bed. He somehow became disconnected from the hc and didn't get an entire last fill. The technical service representative (tsr) confirmed hp's abdomen being soft and reminded the hp to notify the peritoneal dialysis registered nurse (pdrn) of the situation. The tsr assisted the hp with bypass to fill. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and he was able complete therapy successfully after he bypassed to fill. He said there was nothing wrong with the supplies. He said he must have accidentally disconnected in his sleep from not connecting properly. Since then, he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.